Event description:
Diagnosis: thoracic aortic aneurysm; lesion: aortic arch; procedure: replacement of aortic arch using 4-branch graft. The doctor claims that 2 weeks after the 2005 procedure, the pt developed a fever (38 degrees celsius). The fever lasted 2 or 3 weeks. The pt has been administered loxonin (anti-inflammatory drug) as a treatment. The graft was left in. The pt is reported as doing well.